Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. A offset flex clamp broach hndl e, part # 31-555408 from lot 877810, was returned and evaluated against the complaint. Visual inspection found the strike plate to have fracture from the remainder of the handle. Impact marks are present on the handle and both sides of the strike plate. The mating feature is dinged and worn. The features of these fracture surfaces and mode align with those reported in zrm_wa_0488_18. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. Additional information does not change the root cause of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted (B)(4).

Event description:
It was reported during a total hip arthroplasty the broach handle fractured into two pieces. The surgery was completed with a backup device. No patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.